Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe back pain. X-ray revealed that the lead had migrated halfway out of the epidural space. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.